Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported by the contact that the customer received an altitude alarm during basal delivery. The customer's blood glucose level was not impacted as there was saline in the cartridge. The customer removed and reinstalled the cartridge. The alarm was cleared and saline delivery was resumed.